Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. Requests for additional investigational inputs were conducted. No additional information was obtained. A complaint database search on the provided product code identified similar reports. Previous investigations found a preliminary risk assessment meeting was conducted on december 18, 2013, (B)(4). Health hazard evaluation process meeting was conducted on january 22, 2014, (B)(4). A voluntary device correction was issued on march 28, 2014 to inform us distributors and us surgeon users about the possibility of the pin breaking and potentially being left in the patient. Information regarding the affected instrument's use was added to the global apg+ surgical technique, global steptech surgical technique, and the delta xtend reverse shoulder system surgical technique. CAPA (B)(4) was initiated on (B)(4) 2014. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Break away pin was inserted into glenoid and disengaged flush with articular surface. Surgeon chose to not remove the pin at the time. Pin was extracted two days later.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.